Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and hardening of breasts. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.4., b.5., d.1., d.2., d.4., d.6b., g.4., h.4., h.6., h.11.

Event description:
Healthcare professional later reported double capsule. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and hardening of breasts. Subsequently, physician has reported double capsule the device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe. ¿ double capsule: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.